Event description:
It was reported that post preparation of the 3.0 x 8 mm xience xpedition stent delivery system (sds), the physician was in the process of inserting and passing it through the rotating hemostatic valve (rhv) when the stent dislodged from the balloon in the valve. The hemostatic valve was removed and replaced with another and the case was successfully completed with a similar sized xience xpedition device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.